Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the contact stated that the pump fell into the bathtub. The customer's blood glucose level was not impacted. It was indicated that the pump had resumed insulin delivery.